Manufacturer narrative:
Follow-up # 1 ¿ (02/16/2015). The patient¿s meter and test strips have been returned on 2/2/2015 and 2/10/2015, respectively, and evaluated by lifescan product analysis on 2/4/2015 and 2/10/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, lay user/ patient contacted lifescan (lfs) (B)(4) and alleged their one touch mini meter read inaccurately low compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. An attempt was made to contact the patient by the customer care advocate (cca) on this mss behalf, unsuccessfully. The patient reported on (B)(6) 2014 at 1 am they obtained an inaccurate low result of ¿105 mmol/l¿ with the subject meter and ¿148 mg/dl¿ with another device (ot ultra mini), performed within 30 minutes, and the patient also alleged an inaccurate high result of ¿148 mmol/l¿ with the subject meter and ¿205 mg/dl¿ with another device (unknown), performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does not exceed lifescan¿s criteria for accuracy. Additional the patient alleged an inaccurate low result of ¿105 mmol/l¿ with the subject meter and ¿205 mg/dl¿ with another device (hospital meter), performed within 30 minutes, and an inaccurate low result of ¿148 mmol/l¿ with the subject meter and ¿105 mg/dl¿ with another device (ot ultra mini), and performed within 30 minutes. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for accuracy. The patient manages her diabetes with insulin (self-adjuster). The patient alleged that he/she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿vomiting and dehydrated¿ confirmation could not be made if symptoms occurred before or after the product issue. The patent alleged being treated in the emergency room (ER) with IV fluids on (B)(6) 2014 at 1 am. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, and the correct sample site was used. Replacement products were sent to the patient. This complaint is being reported because, the patient allegedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.